Event description:
Used during craniectomy for tumor, irrigation will not shut off after two minutes as described to customer. Irrigation was running continously for approx 1 hour but was not utilized during procedure, at that point (400cc of fluid). Suction was on zero, however it was suctioning. Surgeon states that it was too much. Plugged in coagulation and bovey, turned it on, unit continually ran. Unale to turn it off. They must unplug from the wall. No alarms on device and ultrasonics were noted as running fine. At the time of the call the pt had not suffered any adverse effects as a result of the incident. Surgery was prolonged approx 1 hour.